Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the device was able to properly detect an occlusion. A review of the event history log revealed multiple ¿downstream occlusion!¿ and ¿upstream occlusion!¿ messages. True and false alarms cannot be distinguished through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had an occlusion". This occurred during programming/ setup in the pediatric area. There was no patient involvement. No additional information is available.